Manufacturer narrative:
The manufacturer has requested, but not yet received, the exchanged compact flash card.

Event description:
The customer reported that, the status screen disappeared during the treatment. They saw a screen similar to the white noise on the tv. The treatment was stopped. They started a new treatment and the status screen disappeared, appeared and disappeared again. A compact flash card in the device was changed and it worked again. There was no blood loss or any other clinical consequence reported.